Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work, was confirmed. It was found that the motor was corroded and runs not constantly. Further, the resistance values of the keypad were out of range and the keypad was not responding properly. The protective earth resistance of the motor cable was out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The ingress would also have damaged the keypad set of the hand control. However, given the information provided, we cannot determine a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate the micro tornado hp w handcontrol. The device doesn't work. No consequence for the patient. No further information was provided. The device is available to be returned for evaluation.